Event description:
It was reported that during a da vinci sacrocolpopexy with hysterectomy surgical procedure, sparking inside the patient was observed when using the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. The initial reporter confirmed that there was no tissue damage or injury as the instrument was removed from the case immediately when the sparking was observed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's bipolar yaw pulley had thermal damage. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grip. Failure analysis concluded that the charring was likely a sign of an arcing event. The yaw pulley had a missing piece which measured approximately 0.077 x 0.029. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damaged yaw pulley with missing material found during failure analysis if to recur could cause or contribute to an adverse event.